Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported problem was verified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be an unexpected high ultra filtration for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient's drain volume was 6451ml, and the largest prescribed fill volume was 2500ml. The patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.